Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidwire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, arrow raulerson syringe (ars), and introducer needle for analysis. The guide wire was returned within the advancer tubing. No definite signs of use were observed on the components. Visual analysis revealed that the guidewire contained one major kink along the body. The distal j-bend was intact. Microscopic examination confirmed that both welds were full and spherical. The kink in the guide wire measured 422mm from the proximal weld. The total length of the guide wire measured 600mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through the returned ars and introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves". The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One kink was found in the returned swg. The returned guide wire met all relevant functional and dimensional requirements, and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.